Event description:
It was reported that (1) tcr55 was used during an unknown procedure. It was reported by the rep that the product came out of its original package. The scrub nurse pulled the recap from the sterile package and when nurse tried to put it in the tlc55 it had already been prefired partially. It stuck through the glove. The product was removed from the field and they gave nurse a new reload which was fine. The surgeon finished the case with no problems. There was no consequence to the pt.